Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing was noted on the right atrial (ra) lead with no atrial markers being present. Mode switches have also been observed. The ra lead remains in use. No patient complications have been reported as a result of this event.